Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based upon additional information received (B)(6) 2011. It was reported that prior to a stenting treatment procedure a balloon profile problem was noted. The distal end of the balloon appeared to be inflated when the 3.5x16mm taxus liberte stent was opened and being prepared for use. However, it was further reported that the stent was partially deployed on each end. There were no patient complications reported and the patient status is ok.